Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(4) (con): information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was working in the yard and fell to the ground because their stimulator had stopped working. Patient stated the hcp contacted a rep to come down and help with the implant. Patient stated that he ended up having his implant replaced by the hcp under the supervision of a rep. Issue was resolved with replacement. Patient was unsure which device this occurred with.